Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results if received. (B)(4).

Event description:
It was reported that upon attempting to remove the catheter there was some resistance and the catheter broke with a portion of the catheter remaining in the patient. Chest xray showed that the tip of the catheter was in the right ventricle. The patient was taken to the cath lab and the catheter was removed by using a snare. No patient complications were reported.

Manufacturer narrative:
We received on 139f75 catheter with edwards contamination shield for examination. No syringe was returned. Also returned is a non edwards ava device. The reported event of "catheter broke" was confirmed. Examination of the catheter found the catheter tube to be broken in half at the 30cm marker. The catheter is also twisted at the 10cm marker. The proximal injectate port is torn. All thru-lumens were found to be patent. The optic fibers and thermistor wires are broken at the break site. The thermal filament and cover are loose and separated indicating the catheter body was stretched. We were unable to check inflation of the balloon do to the damaged of the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.